Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that a dissection occurred. A percutaneous coronary angioplasty was being performed on a de novo lesion in the left anterior descending coronary artery. A 2.75 x 38mm promus element plus stent was successfully deployed. Post implant while taking an orthogonal view, an edge dissection was noted. To cover the edge dissection a different stent was implanted. The patient was stable at the end of the procedure.